Event description:
Complainant alleged that during a routine shift check by a clinician, a wire on the device's associated electrode pad was found to be dislodged. Complainant indicated that there was no pt involvement in the reported event.

Manufacturer narrative:
The product has not been received for eval and this complaint is still under investigation.